Event description:
It was reported that the continuous glucose monitor (cgm) session had stopped, and the "my cgm" selection was greyed out. There was no reported impact to customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, a cgm error was observed.